Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 10/03/2013, electrode belt sn (B)(4): 11/04/2015.

Event description:
A us distributor contacted zoll to report that the patient was treated by the lifevest and passed away on (B)(6) 2017. No details surrounding the circumstances of the event are known. The lifevest detected three arrhythmias (coarse vf with variable amplitude) at 10:34:03, 10:34:25, and 10:35:44. The arrhythmia detections were not sustained long enough for the lifevest to deliver a treatment. Another run of coarse vf was detected at 10:36:16. The lifevest deployed gel and delivered a treatment at 10:36:29. The post-shock rhythm was asystole with intermittent atrial activity and motion artifact. The patient remained in asystole following the treatment. Asystole is considered a non-treatable rhythm. After the treatment, CPR artifact was observed in the ECG strips, indicating the presence of bystanders. The electrode belt was disconnected at 11:37:21 and shut down at 11:49:41. Post-shock asystole is a known potential outcome of defibrillation. There was no product malfunction contributing to the death.